Event description:
It was reported that there was diaphragmatic stimulation on the atrial lead. There was a high threshold and unexpected pacing rate on the ventricular lead. During surgical intervention, but prior to lead replacement, the patient "coded due to anesthesia." It was suspected that the patient had brain damage. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that there was diaphragmatic stimulation on the atrial lead. There was a high threshold and unexpected pacing rate on the ventricular lead. During surgical intervention on (B)(6) 2010, but prior to lead replacement, the patient coded due to anesthesia. It was suspected that the patient had brain damage. Follow up with the clinic reported, the patient was not deceased, but had rather been seen in the clinic on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on (B)(6) 2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthy medwatch report submission that would have been due on (B)(6) 2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 10/7/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a (B)(6) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Corrected information from manufacturer's representative reported the patient was not deceased. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The atrial lead performance counters have been cleared after the mode change to vvir. The atrial lead trend only has data from (B)(6) to (B)(6) of 2009. Most of the trend is overwritten. Capture management has been turned off in both chambers in this device from implant. Sleep mode was turned on with a 50bpm sleep rate.